Manufacturer narrative:
Product analysis results are: the exact cause of the events could not be determined from the films provided. Several angio images during implant and CT¿s immediately post-implant confirmed that two of the suprarenal stents appeared entangled and had likely been pulled down into the aortic body. Images during stent graft deployment, tip recapture, removal of the bifurcate delivery system, and attempts to maneuver the suprarenal stent were not seen in images returned. It appears likely that the cause of the suprarenal stent entanglement and infolding, leading to the poor proximal stent graft seal and proximal type I endoleak, was due to the reported removal difficulties of the bifurcate delivery system during tip recapture. It is also possible that the removal difficulties and infolding may have led to the aortic perforation, which was seen near the level of the infolded suprarenal stents. Implanting within the conical proximal neck and stent graft oversizing may have contributed to these events.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 68 mm in diameter abdominal aortic aneurysm. The proximal neck measured between 18 mm and 31 mm in diameter along a 20 mm length. It was reported that, during the index procedure and after the stent graft had been deployed, the spindle was being recaptured when the delivery system became caught on one of the suprarenal stents. The delivery system was able to be successfully removed but the suprarenal stent became misaligned. The suprarenal stent was folded inward and became entangled with another suprarenal stent. After ballooning the stent graft, an agiogram revealed a proximal type I endoleak. The physician elected to use various sheaths, catheters, and an aptus guide under intravascular ultrasound guidance in order to try to maneuver the surprarenal stent into the proper position. However, the attempts to maneuver the suprarenal stent were unsuccessful. The patient complained of leg pain so the physician elected to perform another angiogram that revealed an improvement in the proximal type I endoleak. No vessel perforation was noted at that time. The physician elected to complete the procedure with the suprarenal stent misaligned and the proximal type I endoleak still present. Immediately after the procedure, a CT revealed a posterior aortic perforation with a hematoma. The patient was taken to the operating room where an open surgical repair was performed. Per the physician, the cause of the event was due a conical neck that presented a challenging anatomy. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.